Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient reported feeling dizzy. The system exhibited noise, oversensing, loss of capture and pacing inhibition on the right ventricular (rv) channel. The duration of the pacing inhibition was noted to be approximately two seconds. Extensive troubleshooting was performed including, aggressive isometrics, valsalva and pocket manipulation without the ability to reproduce the noise. Reprogramming was adjusted to fixed output at 10.0 mv. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.